Manufacturer narrative:
Technical service provided the correct test codes for successful transmission. Once providing the correct test codes, results are transmitting as expected. The probable cause of the report event were incorrect test codes. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported incorrect test codes for analytes with their aia-360 analyzer sn# (B)(4). The customer called for e2, bhcg, lhii, fsh, prl test codes. They used an old sunquest procedure with incorrect test codes. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for e2, bhcg, lhii, fsh, prl assays. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.